Manufacturer narrative:
Table top (tt) illuminator and lamp were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. The returned lamp was installed into a calibrated system. The lamp was functionally tested and found to meet specifications. The returned tt illuminator was then installed into a calibrated system. Upon boot up system message (sm) displayed. Troubleshooting found the ballast in the returned tt illuminator to be nonconforming. This would cause the reported event of lamp turning off. The root cause of the reported event can be attributed to a nonconforming ballast. However, how or when the component became nonconforming cannot be determined conclusively. An internal investigation was opened to address this issue. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 30, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming illuminator. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, the lamp presented low illumination. The procedure was canceled.